Event description:
A pump declared an altitude alarm, causing the customer's insulin to be temporarily suspended. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After removing obstruction from the pump's speaker holes and following cleaning instructions, the customer successfully resumed insulin delivery. The alarm did not recur, and the pump resumed normal operation.